Manufacturer narrative:
A bci field service engineer (fse) was dispatched and re-anchored the waste line to drain with zip ties and verified that the instrument is working properly. The customer later found out that maintenance personnel had been in the laboratory to replace the trap in the sink and did not properly secure the waste line back into the sink drain, which resulted in the waste line becoming loose. The root cause is due to the waste line that was not properly secured to the sink for draining. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the waste line from the coulter act 5 diff cp analyzer came out of the sink and an operator was sprayed in the face by the contents from the waste line. The customer was wearing personal protective equipment (ppe), including gloves, lab coat, and glasses at the time of the exposure. Per laboratory director, there was possible exposure of the waste to mucous membranes, including mouth, eyes, and nose. There were no cuts or open wounds observed. There was no death or injury associated with this event. The day after the incident ((B)(6) 2011), the customer received a (B)(6) as well as (B)(6) testing per the facility's exposure control plan. Per follow up on (B)(6) 2011, the operator is currently doing fine.